Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly trials were fractured during the procedure. There is no known patient impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified sign of use and was fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed based on product evaluation. The root cause of the reported issue is attributed to wear and tear resulted from repeated use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.